Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report. Multiple patients were noted in the article; however, a one to one correlation could not be made with unique lead/serial numbers patient information is limited due to confidentiality concerns. The date of death is purely an estimate, as there is no indication of specific serial number/patient information. The gender of the baseline characteristics is male and the baseline age is (B)(6). Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: extraction of chronically implanted coronary sinus leads active fixation vs. Passive fixation leads, heart rhythm, http://dx.doi.org/10.1016/j.hrthm.2016.01.031.(B)(4).

Event description:
A journal article was reviewed which contained information regarding leads. Multiple patients were noted in the article; however, a one to one correlation could not be made with unique lead/serial numbers. The article indicated that there were patient deaths; due to progressive sepsis, progressive heart failure, multi-system failure, and one related to the lead extraction procedure (coronary sinus tear and subsequent bleeding). Additional adverse events noted were: angioedema, cardiac arrest, cardiac tamponade, cellulitis, incision cite hemorrhage, incision site infection, mediastinal hemorrhage, pericardial effusion, myocardial ischemia, pulmonary embolism, pulse-less electrical activity (pea), and ventricular fibrillation (vf) with cardio-version. The status of the leads is unknown; however, the leads appear to have been extracted. Indications for extractions include: non-functional leads, pocket abscess, device erosion, valvular endocarditis, lead endocarditis, lead occlusion, occult gram-positive bacteremia, design or failure of lead, leads preventing access , localized pocket infection, thrombosis or venous stenosis, persistent occult gram- negative bacteremia,and non-functional leads removed due to physician discretion. Further follow up did not yet yield any additional relevant information regarding the event. No further patient complications have been reported as a result of this event.